Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding event with wound dehiscence is related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(4) 2015, the following information was reported to kci by the kci representative: the patient allegedly experienced "a lot of bleeding" that required hospitalization. On (B)(4) 2015, kci received the following information from the nurse: the patient was sent to the emergency room (ER) on (B)(6) 2015 for a large amount of bleeding. The patient was returned to their facility the same day and v.a.c. Therapy was discontinued. No further information is available. On (B)(4) 2015, the following information was identified by kci upon review of the patient's medical records: per clinical note dated (B)(6) 2015, the surgical site area looks like it as some dehiscence with some staples that have come off, but does not look acute. There is a small area of the incision, about 1 cm long that is oozing blood. No evidence of infection. The reexamination stated the patient was improving. The patient was observed in the ER for over an hour and no recurrent bleeding noted. Floseal was applied to the wound to stop the bleeding. Dressing will be left on until patient's primary physician sees the patient tomorrow. Patient was discharge to nursing home on (B)(6) 2015. On (B)(4) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(4) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.